Manufacturer narrative:
The device was evaluated and the blade mount can chip if non stryker blades are used with this handpiece or if the blade was not properly seated in the handpiece. There were no previous repairs relevant to the confirmed failure based on a review of the service history of this device. No adverse trends have been observed in the last (12) months of this complaint data. Further review of complaint history related to this device did not confirm a concentration of failures in the lots manufactured within (2) weeks of this product. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/process changes related to this confirmed failure. The device was repaired and returned to the account.

Event description:
It was reported that the blade mount on the device was chipped. This was found when the device was at the manufacturer being repaired. There was no patient involvement or adverse consequences related to this event.